Event description:
Lumbar drain was easily removed without force but the portion of the catheter that was removed was obviously too short (suspect retained fragment). The attending neurosurgeon was notified. A CT scan was ordered. The patient suffered no apparent injury and was informed of the situation.